Event description:
It was reported that, during set up for a thr surgery, the inner packaging of the polarstem stem std ti/ha 4 non-cem was open even though the outer packaging was completely sealed. As this was noticed before procedure, there was not any patient involved.

Manufacturer narrative:
H3, h6: it was reported that, during set up for a total hip replacement surgery, the inner packaging of the polarstem stem std ti/ha 4 non-cem was open even though the outer packaging was completely sealed. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported complaint issue could be confirmed. The primary peel-pouch is torn at the sealed area. The peel pouch shows signs of scratches due to implant movement. Furthermore, the folding box is deformed. The relationship between the reported event and the device was therefore confirmed. A complaint history review was performed. No additional complaint for the batch in scope was reported so far. The production documentation at the internal production as well as at the external packaging supplier site was reviewed. No deviations from the standard manufacturing procedure were detected. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The risk of a broken device packaging is covered in our corresponding risk file and rated as low. Furthermore, a review of past corrective actions was performed. There are no CAPA, pra/hhe, field actions related to the reported issue. In our current instruction for use for hip implants lit. 12.23 ed. 03/21 it is mentioned that the device should not be used if the packaging shows any damage. The external packaging supplier performed a thorough product evaluation. According to the performed investigations, there is no indication that the device failed to meet packaging specifications upon release for distribution. The most probable root cause is that there was an external force (e.g. The folding box falling to the floor) deforming the folding box and exceeding the fixing force of the vacuumation. The packaging supplier assumes that the distal stem then damaged the sealing seam of the peel pouch due to this external force. After this initial damage and loss of vacuumation, the stem could move around and create further scratches on the inside of the primary peel-pouch. However, based on the performed investigations, this root cause cannot be confirmed conclusively and remains therefore unknown. No further actions are deemed necessary. Smith and nephew will monitor this device for similar issues. This investigation is considered closed. The returned device will be discarded.